Manufacturer narrative:
Information references the main component of the system. Other relevant device is: catalogue number: etlw1620c156e (B)(4) UDI (B)(4) ubd 2019-02-20 .

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 62mm diameter abdominal aortic aneurysm. It was reported that upon final angio a type iii endoleak was noted coming out of the contralateral gate. A 16/16/82 endurant limb was placed and the endoleak was found to have resolved upon the next angio run. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Failure to follow instructions; stent graft oversizing film. Evaluation summary: the exact cause of the type iii endoleak reported during implant could not be determined from the limited films provided. A pre-implant CT film report revealed that the proximal neck diameter measured 19mm along the 22mm neck length, and there was no appreciable neck calcification or thrombus. The infrarenal neck was moderately angulated ~60 deg rt-lt; the a-p angulation could not be assessed. The complete angiograms, including images during stent graft deployment, were not available; however, several short videos during angiograms at implant were returned. The videos revealed that the bifurcate had been positioned 5 ¿ 10mm below the left renal, and there was contrast seen along the right/outer curvature from a likely proximal type I endoleak. In addition, a small jetting area of contrast of unknown cause was seen coming from the left/contra limb just below the level of the gate. The final video showed than an endurant aortic cuff had been implanted ~5mm above the level of the bifurcate, and a limb had been implanted across the contra gate. Final angio showed no clear contrast outside the stent grafts, and likely resolution of both previously seen endoleaks. The possible cause of the proximal type I endoleak may have been due to an inadequate seal due to low placement of the bifurcate. Neck angulation and stent graft oversizing with implant of a 25mm bifurcate into a 19mm neck may have also contributed. Although a type iii junctional endoleak at the gate cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity as there appeared to be adequate junctional overlap of 25 ¿ 30mm. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.